Manufacturer narrative:
(B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in (B)(4). According to the error description no further analyses could be performed. The information provided has been entered into our complaint database and will be included in our trend analysis of this product line. The complaint will be assess as not confirmed.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "it stopped automatically without alarm". Customer information: the syringe pump stopped automatically in use without alarm. No sample or picture provided.